Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited increase in impedance measurements where a competitor lead was revised. The patient was reported to be pacer dependent and in chronic atrial fibrillation (af). Upon putting a new competitor lead, there were pauses in patient¿s rhythm where the longest pause was 3-4 seconds. The field representative tried in unipolar configuration and could reproduced pauses but was caused by oversensing of noise. While in bipolar configuration, the device was still pacing but was not capturing. All other measurements were stable with the new competitor lead. The old rv lead was plugged into the ra port and the new rv lead is plugged into the rv port. Boston scientific technical services (ts) discussed possible reasons of these clinical observations as well as troubleshooting measures. This pacemaker was programmed to ddd and still remains in service. No additional adverse patient effects were reported.